Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during rinsing of the vvc white channel, a leak was detected. Tubing punctured, liquid/air leaks with blood return progressing. Clamped, tegaderm applied to protect, doctor advised. Changed on (B)(6) 2025 at the bop.(bloc operatoire)" the device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Event description:
It was reported that "during rinsing of the vvc white channel, a leak was detected. Tubing punctured, liquid/air leaks with blood return progressing. Clamped, tegaderm applied to protect, doctor advised. Changed on (B)(6) 2025 at the bop. (Bloc operatoire)" the device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Upon receipt of additional information it was discovered that incorrect information was received from the local sales rep; therefore, the initial MDR submitted on 14-aug-2025 should be retracted.